Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 1.5 years over the course of approximately 5 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. Upon completion of the device data analysis, it was discussed that the implantable pacemaker may exhibit an issue related to the right atrial (ra) lead pace channel. This is related to failures with the device hardware and could affect the ra lead as well. The ra lead has recorded a lead safety switch due to low out of range pacing impedance. The lead has also exhibited failure to capture, increased threshold, high out of range pacing impedance and noise. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 1.5 years over the course of approximately 5 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. Upon completion of the device data analysis, it was discussed that the implantable pacemaker may exhibit an issue related to the right atrial (ra) lead pace channel. This is related to failures with the device hardware and could affect the ra lead as well. The ra lead has recorded a lead safety switch due to low out of range pacing impedance. The lead has also exhibited failure to capture, increased threshold, high out of range pacing impedance and noise. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 1.5 years over the course of approximately 5 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. Upon completion of the device data analysis, it was discussed that the implantable pacemaker may exhibit an issue related to the right atrial (ra) lead pace channel. This is related to failures with the device hardware and could affect the ra lead as well. The ra lead has recorded a lead safety switch due to low out of range pacing impedance. The lead has also exhibited failure to capture, increased threshold, high out of range pacing impedance and noise. Device replacement was recommended. Additional information provided indicates the clinic plans to replace the device, however, there is no definite date scheduled for the replacement procedure. The device remains in service. No adverse patient effects were reported. The device was explanted and replaced. The ra lead remains in service. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 1.5 years over the course of approximately 5 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. Upon completion of the device data analysis, it was discussed that the implantable pacemaker may exhibit an issue related to the right atrial (ra) lead pace channel. This is related to failures with the device hardware and could affect the ra lead as well. The ra lead has recorded a lead safety switch due to low out of range pacing impedance. The lead has also exhibited failure to capture, increased threshold, high out of range pacing impedance and noise. Device replacement was recommended. The device was explanted and replaced. The ra lead remains in service. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 5.5 years to 1.5 years over the course of approximately 5 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed. The device remains in service. Upon completion of the device data analysis, it was discussed that the implantable pacemaker may exhibit an issue related to the right atrial (ra) lead pace channel. This is related to failures with the device hardware and could affect the ra lead as well. The ra lead has recorded a lead safety switch due to low out of range pacing impedance. The lead has also exhibited failure to capture, increased threshold, high out of range pacing impedance and noise. Device replacement was recommended. Additional information provided indicates the clinic plans to replace the device, however, there is no definite date scheduled for the replacement procedure. The device remains in service. No adverse patient effects were reported.